Event description:
The catheter broke and part of its (distal portion) remained in the pt obstructing completely their left p.i.c.a. Artery.

Event description:
The pt's anatomy was not particularly tortuous and the avm was located in the occipital region of the brain and accessed via the posterior cerebral artery. The nidus of the avm was 80% occluded. The physician indicated that the pt is currently in rehabilitation to address some post procedure balance deficit symptoms, but that a full recovery is expected.